Event description:
It was reported that pump displayed malfunction alarm code 16 with a non-resettable fault, and customer did not report any notable events before issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, provided instructions on storage mode before return, and instructed customer to send malfunctioning pump back within 10 days, which customer understood and acknowledged.